Event description:
A patient underwent acl reconstruction with mitek, rigidflx st tibial & femoral cross pins. After 6-weeks the patient returned with pain. Re-arthroscopy showed intraarticularly two loose parts of the cross pins. No further information has been received at this time. As surgical intervention occurred as a result of this situation an MDR is being filed to document the event.